Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -8.50 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was explanted due to an excessive vault. On (B)(6) 2016, the lens was exchanged with a shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.